Manufacturer narrative:
No service has been requested by the customer; therefore a service record review cannot be performed. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an intraocular lens fogging up when an ophthalmic operating console performing fluid to air exchange. The physician used a viscoelastic product to clear the fog. No system message was displayed. The surgery was completed without any harm to the patient.